Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported he received the following results on aviva system compared to a professional meter within 10 minutes: 389 mg/dl (aviva system) and 32 mg/dl (professional meter). He was experiencing hypoglycemic symptoms at the time of the discrepant results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation and replacement was sent.